Event description:
Surgeon reported that pt being treated for degenerated disk disease had a curved soft rod and ti click'x screws and locking caps implanted in 2004. Post-operative x-ray revealed that the 6.0 ti curved soft rod 75mm had moved from position becuase the ti3-d head for ti click'x screws was not totally engaged post operatively. Explantation took place on 10/13/05.